Event description:
It was reported that during preparation for procedure, the camera head had image problem. There were no reports of patient harm. The patient impacted field was updated to "yes" according to the available information on the inquiry. Mcb/496056/21-aug-2024. The patient impacted field was changed to "no" according to the available information given on the due diligence dd-018339. Mcb/496056/21-aug-202.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, no root cause because malfunction was not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for procedure, the camera head had image problem. There were no reports of patient harm. The patient impacted field was updated to "yes" according to the available information on the inquiry. Mcb/496056/21-aug-2024. The patient impacted field was changed to "no" according to the available information given on the due diligence dd-018339. Mcb/496056/21-aug-202.